Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-29. It was reported that the rep was with the patient to check why the stimulation turns off. The rep stated that the stim only turns off in group a. Impedances looked fine, however, she didn't change reference electrodes to confirm. It was confirmed that adaptive stim (as) was not on, the patient wasn't in any specific body position when the stim changes and the patient didn't feel stim along the system. The rep was advised to check impedances in various body positions and to change the reference point. In the end, it was recommended that the rep should focus more on electrodes 10 <(>&<)> 11, x-rays were suggested, and the rep getting an mdt file is recommended to see if somehow the therapy was turned off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the stimulation was turning on and off. The patient was set up with adaptive stim (as) but when the patient turned off the stim, it continued to turn on and off. The patient reported that he switched to program a on (B)(6) 2019 and the stimulation started to hit the targeted area but started to intermittently shut off and back on. It was noted that the patient had to go to the hospital six times in 2019 because he had not been able to control his pain. In the end, the patient planned to meet with the rep for troubleshooting but the rep thought the issues were due to as but was unsure. There were no further complications reported or anticipated.